Event description:
A report was received that the patient was admitted to hospital due to an infection. The patient's symptom included redness. The physician does not believe the infection was device related. The patient was given oral and IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50e, (B)(4), description: linear trial lead, 50 cm with pre-loaded 0.014 inch stylet (streamlined). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.